Event description:
The surgeon reported via the sales rep that he operated on a pt with a t2 retrograde femoral nail and that about a week after the surgery, the pt experienced a lot of pain. He added that the x-rays show that the femoral nail broke below the screw and would like to know how this could have happened.

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplemental report.